Event description:
Information was received from a consumer regarding a patient receiving dilaudid and another unknown drug (a muscle relaxer) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2016 it was reported that the patient's pump managing physician retired in (B)(6) of 2015 and the patient was transferred to another pain clinic. The patient was told by the new pain clinic that she was on an "excessive intrathecal dose/unsafe level of meds/an unusually high dose". The patient was told she was on such a high dose that they thought she might get cancer and/or die. The new doctor was working on bringing the dose down to "a reasonable limit/dropping the intrathecal doses 3% at each doctor visit". The doctor was titrating down the muscle relaxer and was planning to remove it from the pump. In (B)(6) of 2015 the dilaudid was at 22 mg/day; they wanted to bring it down to 15 mg/day. The situation was being addressed by the patient's doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.